Manufacturer narrative:
Correction to the initial MDR in block(s) common device name (d2b) and pro code (d2b), in section d - suspect medical device and premarket / 510(k) # (g4), in section g - all manufacturers. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. A 12,000 units of heparin were administrated to the patient prior to transeptal. Transeptal puncture was performed; the activated clotting time (act) was 118 seconds and then 117 seconds. The physician got another machine, and it was 120 seconds. By the time the physician realized the intravenous (IV) line was compromised and not working and the patient was not getting the heparin that was supposed to be administered, the closure device was deployed, and a thrombus was noticed on the watchman sheath. The physician aspirated back and removed the thrombus. The patient was discharged on the same day, and was taking their oac. The thrombus was 100% because of the compromised IV line and the patient was not getting the heparin that the nurse thought she was giving. The device is not expected to be returned for analysis.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. A 12,000 units of heparin were administrated to the patient prior to transeptal. Transeptal puncture was performed; the activated clotting time (act) was 118 seconds and then 117 seconds. The physician got another machine, and it was 120 seconds. By the time the physician realized the intravenous (IV) line was compromised and not working and the patient was not getting the heparin that was supposed to be administered, the closure device was deployed, and a thrombus was noticed on the watchman sheath. The physician aspirated back and removed the thrombus. The patient was discharged on the same day and was taking their oac. The thrombus was 100% because of the compromised IV line and the patient was not getting the heparin that the nurse thought she was giving. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.